Event description:
I burned my right eye with alcon clear care. I was at a friend's house, and grabbed a bottle of saline to rinse my contact. When I put my contact back in it burned my eye. Also my contact seemed to stick to my eye and was difficult to remove. My eye still hurts 16 hours later. I had no clue it wasn't saline solution. I guess I should get new contacts. I hope my eye is not permanently damaged. Outcome: don't know yet. Reporter's recommendations: put the solution in a bottle that does not look exactly like saline solution. (B)(6).